Event description:
It was reported there is no image displayed on the screen. The light comes on the blade, but no image displays. No procedure or patient involvement. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. The event is filed under internal complaint ID (B)(4).